Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a atrial fibrillation procedure, a versacross connect access solution for faradrive was selected for use. In preparation for transeptal puncture, a syringe on the back-end of the connect dilator was connected and the physician advanced versacross dilator and faradrive sheath over the pigtail rf wire. During insertion, it was noted that the junction between the dilator and the syringe broke. A piece of the dilator hub broke off with the syringe. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).